Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 scope communication error. Tac advised cleaning the 190 scope (model unknown) with isopropyl alcohol and instructed to see if that resolves the error and to provide further information. Additionally, the customer reported after cleaning the contacts the issue was resolved and they are no longer encountering any errors with any scopes. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited a scope communication error ¿ b30 with 190 series scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device has not been returned to olympus for inspection, and therefore customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b30 error" malfunction would likely be related to dust or foreign material adhered to the electrical contacts. The event can be prevented by following the instructions for use which state: clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit olympus will continue to monitor field performance for this device.